Event description:
A nurse reported that at the two week postoperative visit, a doctor pulled a black fiber out of the wound of a patient; it had epithelialized, but the doctor was able to remove it. The impact to the patient is unknown. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).